Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The customer reported that the pump did not turn back on, even after charging with multiple adapters, cables and outlets for a couple of hours. The customer's blood glucose was 195 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.